Event description:
It was reported that reprocessing the maryland bipolar forceps instrument, the tips were not even and not together when instrument is closed. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per customer reported complaint, failure analysis investigation found that one grip is bent, causing side to side misalignment of grips. There is a .038 offset at the tips. Bent grip doesn't exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. Electrical continuity passed. It was concluded that the damages to the instrument's grip tip were likely due to mishandling/misuse. Failure analysis investigation also found that the pitch up cable was found to be frayed at the distal clevis hub. There was no damage to the conductor wires. The frayed strands stick out at the wrist. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.